Event description:
An adverse event involving a quickie q7 was reported to a sunrise sales rep on (B)(6) 2014. It is being alleged that the left caster and fork spline assembly shifted while the end user was in the wheelchair. The dealer reported that this malfunction caused the end user to fall out of her chair and sustain a broken leg.

Manufacturer narrative:
We are working with the dealer to obtain the parts involved in this incident so that an internal investigator can perform an eval. It appears that the wheelchair and/or parts involved in this incident are not being returned to (B)(4). We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.